Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
The removed main keypad assembly was sent to the failure analysis center for further evaluation. The reported issue was duplicated and it was observed that the shock button was measuring higher than normal resistance.  The high resistance measured in the shock button led to the intermittent ability to deliver the defibrillation shock and the logging of the observed event code.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  After replacement of the main keypad assembly, proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that their device was no longer able to charge defibrillation energy and had logged an event code which is related to the device's ability to deliver defibrillation energy.  There was no report of any patient use associated with the reported issue.